Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 24 mg/dl when they were found on the floor. The customer was given sweets to treat. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is legally blind. Customer states that their settings are lowered every time they visit their health care professional. The customer only uses the pump for basals. The customer has been at the emergency room or hospitalized at least 14 times. The insulin pump has some physical damage but will not be returned for analysis.